Event description:
It was reported that the pt experienced urgency and was going to the bathroom 3-4 times a night. The pt felt stimulation in the right buttock area. There was something white and sharp sticking out of the corner of the incision. She originally thought it was a scab. She turned her device off. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4)